Manufacturer narrative:
B5: describe event or problem corrected.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced and inflated initially at 15 atmospheres for 10 seconds. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. Previously is was reported that the balloon ruptured during the second inflation for 10 seconds but now it is reported the second inflation was only 5 seconds.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm nc quantum apex balloon catheter was advanced and inflated initially at 15 atmospheres for 10 seconds. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.